Event description:
It was reported, that the patient presented during clinical follow-up. Upon interrogation, it was noted, that the pacemaker exhibited premature battery depletion. No interventions were performed. The patient was in stable condition.